Manufacturer narrative:
It was noted that this complaint could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported that the device was originally implanted via v-p shunt on (B)(6) 2013. The initial setting pressure was 100mmh2o. On (B)(6) 2013, it was considered that the ventricular catheter might have been in the left head of the caudate nucleus as the ventricles of the patient's brain were getting smaller. Therefore, the removal surgery of the valve was conducted on (B)(6) 2013. The setting pressure of removed valve was 30mmh2o. At the next day of the surgery, the ventricles of the patient's brain were found to become large by CT and the revision surgery was conducted. The same new product (82-3100) was implanted at 100mmh2o on (B)(6) 2013. The surgeon recognizes that there was a problem with the position of the ventricular catheter with this incident, but he also would like to make sure that there is no functional problem with the valve.